Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus europa se & co. Kg (oekg). Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The foreign material come out from the instrument channel was brown circle shape, therefore there was a high possibility that the foreign object did not derive from endoscope, chemical liquid and/or endotherapy accessory. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from oekg, omsc surmised that this phenomenon occurred in the following mechanism: - suctioned foreign material during the procedure clogged in the instrument channel. - the foreign material came out from the subject device during the inspection by oekg. The instruction manual provides preventive measures against the reported failure mode. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to (B)(4). (B)(4) checked the subject device and found the reported phenomenon. (B)(4) surmised that this phenomenon was attributed to the insufficient cleaning of the instrument channel by the user. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus (B)(4), it was found that the foreign object came out from the instrument channel of the subject device. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.